Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had erosion and possible infection. Reportedly, the device was protruding past the collar bone under the skin. There were no additional adverse patient effects reported. The crt-p remains in service.